Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, and displacement test. No replace battery now alarm or insert battery alarm noted during testing. Power graph analysis confirmed low battery and power loss alarms at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph due to connector resistance at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, cracked keypad overlay, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a replace battery alarm as well as power loss alarm. The customer¿s blood glucose level was 125 mg/dl. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer has not received multiple power loss alarms when batteries are out of the pump less than 10 minutes. The customer states this is the second occurrence of replace battery now without a low battery warning. Advised the pump will need to be replaced. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.